Event description:
Patient underwent cataract surgery on 1/2001, and implantation of a staar intraocular lens, model cc-4204bf, in the left eye. During the insertion process, the capsule was found to be torn. The lens was removed, an anterior vitrectomy was performed and another lens was implanted. Preop va was 20/70, pod1 va was 20/50, pod21 va was 20/30. Prognosis is "very good, pt is quite happy." Their last exam was so good they underwent cataract surgery in the other eye. Pt is to return for routine follow up.